Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer investigated reports of multiple tray malfunctions and identified contamination due to foreign objects. Powered down the station and replaced the legacy full height drawer for enhanced drawer. Secured all connections and rebooted the station. Verified normal operation after replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. A cubie was ejected; however, the drawer continued to display a failed condition with a "device not detected on bus" error. The station was restarted three times, but the issue persisted and the drawer could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.